Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non-applicator tampons, vaginally for menstruation (lot number 2501m3709, expiration date and frequency unspecified). After an unspecified duration, when she removed the tampon, the outside layer came off and it was left inside the vagina. She stated that she used the device in the past without any adverse events. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious and the company causality was assessed as possible. This report was also considered as reportable malfunction case.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non-applicator tampons, vaginally for menstruation (lot number 2501m3709, expiration date and frequency unspecified). After an unspecified duration, when she removed the tampon, the outside layer came off and it was left inside the vagina. She stated that she used the device in the past without any adverse events. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious and the company causality was assessed as possible. This report was also considered as reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.